Event description:
Allegedly, cup, liner, screw, head extracted in favor of a stryker revision cup/constrained liner and a mp 22 mm head. Additional information was received on 03/17/2021 from distributor: incident form containing substantial information, also on this day, reason for revision. Allegedly, the patient had dislocated several times.